Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 234 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, unexpected restart and self tests. No unexpected displayable history crc checked failed, unexpected restart, external ram crc, check settings, reset or erased settings alarms noted. However, the displayable history crc checked failed error alarm was found in the alarm history. The alarm was due to a corrupted history file. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump was received with intermittent button response due to a flattened up/down arrow button and act button dome switch. The keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.